Event description:
Customer called to report a liquid leak at the retic clearing solution pump while running the latron control on the coulter lh750 hematology analyzer. The field service engineer (fse) inspected the instrument and found that the tubing had disconnected from the clearing pump and the clearing reagent was leaking. The fse reconnected the tubing and repaired the leak at the clearing pump. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was due to the tubing having disconnected from the retic clearing pump. Customer was wearing personal protective equipment (ppe), which consisted of a laboratory coat and gloves and had no open wounds. There was no exposure to open wounds or mucous membranes. Patient samples and results were not affected as customer was running the latron control. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).